Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced molding defect sharp protrusions. The following information was provided by the initial reporter. The customer stated "there is something they can see near the bottom of the tubes." No further information.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced molding defect sharp protrusions. The following information was provided by the initial reporter. The customer stated "there is something they can see near the bottom of the tubes." No further information.